Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: from theatre staff member: today I witnessed this for myself the clip applier is not deploying the clips properly and is then tearing the vessel. This has happened to two different surgeons in dsu, not sure about main theatres. From applied medical team member: surgeon was performing a laparoscopic cholecystectomy. Patient status patient is fine, confirmed with surgeon today. Used device not kept vessel being ligated at the time of issue was cystic artery. Type of intervention: ni. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a representative sterile unit was returned. Testing was performed on the representative unit, but the complainant's experience could not be replicated or confirmed. The representative unit met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.